Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the air-in-line sensor required replacement. After troubleshooting, customer discovered that the cam sensor was broken. Customer biomedical engineering has replaced the air-in-line sensors. There was no patient involvement.

Event description:
It was reported the air-in-line sensor required replacement. After troubleshooting, customer discovered that the cam sensor was broken. Customer biomedical engineering has replaced the air-in-line sensors. There was no patient involvement.

Manufacturer narrative:
Omit: unique device identifier (UDI)#, medical device serial #, device manufacture date. Additional information: concomitant med prod data, manufacturer narrative. Investigation summary: the reported issue of ail sensor replacement was confirmed with the received two air-in-line (ail) assemblies. The customer returned just these components and not the pump. An external inspection was carried out on the ail¿s returned by the facility and it was found that the optocouplers (op1) on the ail board assembly were broken. Laboratory tests were able to replicate a channel error problem for both ail sensors, producing the error code 242.4030 (motor stall failure). The 242.4030 error codes (motor stall failure) for broken op1 have already been escalated to engineering support. No log review was performed because no devices were returned for investigation and there was no patient involvement. The ail assembly does not contain any logs. Bd alaris¿ system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. Root cause: the root cause of the report of ail sensor replacement was determined to be for broken op1 sensor on the board assembly that during testing produced error code 242.4030 (motor stall failure). The broken op1 sensor is being attributed to a physical event where the pump module likely sustained a drop or severe jarring per dchu¿s prior investigation of this issue.